Event description:
It was reported that atrial exit block had been observed. The atrial lead had also exhibited low sensing values. The lead was in place and intact. It was capped and replaced. The patient was in a good condition following the procedure.